Manufacturer narrative:
A customer contacted a siemens customer service engineer (cse). The sample syringe was replaced and the sample probe was realigned. Decontamination was performed on the wash 1, acid and base lines. Siemens is investigating the issue.

Event description:
A customer observed an increase in the percentage of patient results resulting reactive for hepatitis c virus immunoglobulin g (hcv igg) on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same advia centaur xp instrument, resulting positive. The repeat results were not release to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive hepatitis c virus immunoglobulin g results.

Manufacturer narrative:
The initial MDR 2432235-2016-00457 was filed on 05-aug-2016. Additional information (18-jul-2019): siemens made multiple attempts to obtain additional information for use in evaluating the cause of the reported increase in the false positive test rate when screening samples for hepatitis c virus immunoglobulin g (hcv igg) on an advia centaur xp instrument. No additional information was provided by the customer. No additional events have been reported for this instrument. The cause of the increase in the false positive test rate when screening samples cannot be established. The instrument is performing according to specifications. No further investigation of this instrument is necessary. Section h6 result code(s) and conclusion code(s) were updated.